Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. There was no assignable cause determined for the iipv found in the logs. No further action is required at this time the device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 22:30:57. During night drain cycle 7, the patient's ultrafiltration reading was 1357ml, indicating the home patient (hp) drained 1177ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria.